Event description:
It was reported that "the ultraclean blade broke where the shaft meets the blade."

Manufacturer narrative:
The actual device was discarded. Samples of the same lot code are being returned for investigation. I will file a supplement report when the investigation is completed.